Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21620, related manufacturer reference number: 1627487-2020-22407. It was reported that the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on two contacts . Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the patient's ipg and extension were explanted. A new ipg was implanted to address the issue and achieve new technology. No intervention was taken on the lead. Post operatively, the lead continued to show high impedance on 2 contacts. However, the patient was programmed and therapy covers the pain area resolving the issue.